Event description:
Bard power loc max 20 g x 0.75 in (lot # unk - discarded) - accessed first on (B)(6) 2020 with 20g x 0.75, port a cath tubing cracked and leaked during infusion of IV fluids. Medication administration on (B)(6) 2020, pac pulled new 20g x 0.75 inserted at (B)(6) 2020 at 0800. Pt had a CT on (B)(6) 2020 at 1355 - 1417. On (B)(6) 2020 port a cath leaking - pulled and new 20g x 0.75 inserted at 1638. On (B)(6) 2020 port a cath leaking - pulled new 20g x 0.75 inserted at 1451. FDA safety report ID# (B)(4).